Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted of the device history record (DHR) and supporting quality records at the manufacturing facility in (B)(4).

Event description:
Consumer reported spotting with residue and fibers. Although she did not experience a tampon falling apart or unraveling, her doctor said the fibers consumer encountered could have been from the residue of the tampon. She had a swab done to test for infection.